Event description:
Boston scientific received information that during a routine pacemaker changeout procedure, this right ventricular (rv) lead was tested through the pacing system analyzer (psa) and found to have impedances greater than 2,000 ohms. Once the pacemaker was removed, a lead fracture was observed. No adverse patient effects were reported. This product was surgically capped and a new product was successfully placed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.